Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one of the pyxis refrigerator lock was not allowed to open and close and user was unable to get the medications and recover it. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had failed to open. A field service engineer cleaned the contacts on the mini switches, an enhancer was applied, and all connections were secured to improve performance. The repair was tested using the hardware test application (hta), and the results were good. Additionally, the customer was successfully recovered, and operational functionality was verified. The system functioned as intended after the field service engineer repaired the device.